Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Review of available information retrieved from the device diagnostics found the battery to be outside longevity estimations. The battery voltage was lower than expected. The battery was sent to the vendor for further evaluation. No anomalies were found. (B) (4) - failure (event) observed during analysis. Our CAPA system found this past-due reportable event.